Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.

Event description:
As the caregiver was lifting the patient out of the wheelchair, the sling clip let go causing the resident to fall two inches back into the chair. No injuries sustained.